Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2021 when patient got home from dinner they connected to implant and received por message. They said that now the device is not working and they are going to the bathroom 20 times at work. They also said that a week ago they felt really intense pain in right leg where they typically feel stimulation. They said that they called the local va for direction and was told that they don't know what that code means. Reviewed potential that ins battery has depleted, based on date of implant. The patient said they have been regularly increasing the setting. Reviewed meaning of code and explained that code can't be cleared using patient programmer, that clinician equipment must be used. They said that their implant may need to be replaced soon. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received stating that the patient called hcp office on (B)(6) 2021 and reported the following: received a shock in pelvis (activity at time of shock: asked/unknown by caller). They tried to adjust stim on/off and up/down but couldn't do anything due to a "call hcp-por" message. They reported they are not in pain or discomfort but couldn't get device to shut off. Technical services reviewed that if the patient is seeing a por, therapy is shut off. The patient has an appointment at the (B)(6) hospital in (B)(6) on (B)(6) 2021 at 1:10 pm. Transferred caller to nas to have representative paged.